Event description:
The nurse of a (B)(6) female pt contacted zoll customer support to report that the pt's belt had gelled. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon eval, there was a falloff failure between the distribution node and the ECG "c&d" cable. The root cause of the falloff failure was broken wires inside the insulation. The root cause of the broken wires cannot be positively determined but is likely excessive force. The falloff failure indicates excessive noise on the channels when the ecgs are not making good contact with the pt's skin. Conversely, when the electrodes are touching the skin, and ECG signal will not be recorded, as electrode falloff is seen. No adverse event resulted from the fall off failure. The pt received a replacement electrode belt.